Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition with top rear label missing. Customer's complaint of delivery accuracy +9.9% was not verified. The event log shows two 10 milliliter and two 20 milliliter boluses were delivered before return to smiths medical. Service found the pump within the +/- 6% delivered accuracy. No actions taken at this time. Use testing was performed. The problem source is unknown.

Event description:
Information was received that the cadd legacy pump failed delivery accuracy +9.9%. No reported adverse effects.